Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A thorough analysis on the product could not be performed because the device was not returned for investigation. Without the product to examine, no determination can be made as to the cause of the reported discrepancy. To assure that all products perform according to specifications an inspection during manufacturing is conducted and a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the non-calcified, non-tortuous right common femoral artery after an interventional (angioplasty) procedure. Reportedly, the thumb advancer could not be advanced during clip delivery. The physician stated "not sure if the locator wings were apposed correctly in the arterial wall or if the clip was blocked and was not deployed in the artery". Per the physician the "click" was not heard, resulting in the number 3 not visible in the window. The starclose se was removed and hemostasis was achieved using manual arterial compression for approximately 15-20 minutes. There were no reported adverse patient sequelae. No additional information was provided.